Event description:
It was reported, that the patient presented remotely via merlin.net. Review of the transmission revealed, that the right ventricular lead exhibited noise that was oversensed. And led to inappropriate anti-tachycardia pacing therapy (atp). The atp then induced ventricular tachycardia. Shock therapy was delivered successfully. Programming changes were made. There were no patient consequences.